Manufacturer narrative:
Insulin pump passed rewind test, prime test, excessive no delivery test, self test and unexpected restart error test. Unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip damage. Insulin pump passed all operating currents tested within the spec range and passed off no power test. Pump received with broken battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
Customer reported via phone call that the device was damaged at the reservoir compartment. Customer's blood glucose was 300 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.